Event description:
It was reported that the screw in the implant on tooth site #14 was fractured. The implant had to be trephined out.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided . Implant date-prior to 2022. Email address unknown / not provided. PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One unknown zimmer implant and one unknown zimmer screw were returned for investigation. Visual evaluation of the as returned products identified implant severely damage, unable to identify item number. Body damage and heavy presence of bone tissue attached to outside threads. Screw fractured inside the implant; remaining part of screw was not returned. Unable to identify item number. Damage appears to be from clinician¿s removal of device. Zimvie is not responsible for damage caused during clinician¿s removal of device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed for unknown screw or implant, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing could not be performed since the products were fractured. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are excessive loading on abutment/implant assembly or incorrect assembly of the abutment to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.